Event description:
Info rec'd from foreign reporter with explanted device stating that device battery failed after 2.5 years of implantation. The physician questioned whether there is a flow rate or other device problem. No further info on this pt or event is available from the foreign reporter. Device is presently undergoing analysis at MFR's facility.